Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and went to the hospital to get it down. Blood glucose reading was over 600 mg/dl. The customer experienced blood glucose of 600 mg/dl all week and stated that they changed the infusion set and it either had air in it or was bent. Customer stated they were using auto mode at the time of event but got kicked out. The insulin pump will not be returned for analysis.